Manufacturer narrative:
Conclusion as the product has not been returned for investigation and the s/n is not available, the complaint could not be reproduced. Result as the product has not been returned for investigation and the s/n is not available, the complaint could not be reproduced. Device was not returned.

Manufacturer narrative:
Information was not provided by caller. Model #, lot # and expiration date were not provided by caller. Information was not provided by caller. It was unknown if the initial reporter sent a report to the FDA. Information was not provided by caller. Information was not provided by caller. Device was not requested to be returned.

Event description:
On (B)(6) 2013, clinical specialist reported patient stated that whenever she boluses over 20 units of insulin her infusion site leaks. Clinical specialist stated she does not know if it is due to poor absorption or if the infusion set is leaky. Attempts to follow up with patient were unsuccessful. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. No product return was requested.